Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information; 1. Patient identifier - the complete number is - (B)(6).

Event description:
The customer stated that the architect analyzer generated falsely increased sodium (na) results on one patient. The results provided were: (B)(6) - initial na-162 / 138 / 139 (range 136-145mmol/l). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The customer observed discrepant sodium results on architect c803079. An abbott representative reviewed the architect system logs and observed exception error 3375 [unable to process test, aspiration error] occurred on sid (B)(4). The abbott representative considered the aspiration error to be related to sample integrity and recommended replacement of the sample probe. A review of the c803079 service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results. A review of product labeling found the architect systems operations manual addresses operational precautions and limitations and addresses erratic ict results, including but not limited to: sample integrity; improper sample collection and/or preparation; and probe integrity issues. The system operations manual also addresses the sample probe removal and replacement; the procedure recommends replacement intervals for the sample probe. A review of complaints for the issue of discrepant sodium results found no similar issues and no trend was associated with the architect c8000 for erratic results. Based on the results of the investigation, neither a deficiency nor a malfunction of architect c803079 was identified.